Manufacturer narrative:
The initial report stated: "the initial result was 3.3 ug/dl." This should state: "the initial result was 3.33 ug/dl." It was found that there was aspirated gel in the sample pipettor due to poor sample quality. The investigation determined the event was due to a pre-analytical handling issue at the customer site. The customer has had no further issues.

Manufacturer narrative:
On (B)(6) 2021 the customer found the sample probe was piercing the gel. The customer used a 13 mm sample tube with no rack adapter. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys dhea-s (dhea-s) on a cobas 8000 e 602 module. The initial result was 3.3 ug/dl. The customer questioned the low result and repeated the sample. The repeat result was 193.6 ug/dl. The questionable result was not reported outside of the laboratory. The dhea-s reagent lot number was 524161. The expiration date was not provided.